Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi diamondback orbital atherectomy device, the device became stuck on the guide wire and the procedure was aborted. The target lesion was located in the distal posterior tibial artery and was treated with five passes of the oad low speed. During the final pass, the device stopped spinning and was found to be stuck on the viperwire guide wire. The device and wire were removed together from the patient. Multiple attempts were made to rewire the lesion with various guide wires, however the wires would repeatedly advance into collateral vessels and would not remain in the pt lumen. The procedure was aborted and a follow up procedure is planned. The patient was in stable condition following the procedure and there were no adverse events reported.

Event description:
It was reported to csi that the patient had attended another follow up post-procedure and remained in stable condition.

Manufacturer narrative:
The reported oad was received for analysis with the guide wire engaged in the device. Adhered biological material was observed on the driveshaft and crown of the oad. The guide wire was removed from the driveshaft section with significant resistance. Examination of the guide wire core shaft showed adhered biological material. The morphology of the biological material is not known and the exact root cause of the accumulating tissue remains unknown. There was no other damage observed with the device or guide wire that would have contributed to the reported event. Although the root cause of the accumulating tissue remains unknown, it is hypothesized that the device driveshaft became stuck on the guidewire after seizing due to the biological material accumulation. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).